Event description:
It was reported to philips that the thumbwheels from the vent rolling stand are missing. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The rse provided the part number for the thumbwheels. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the thumbwheels to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.